Manufacturer narrative:
Patient information was unavailable from the site. Report source) foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional had a flipped registration failure during a demo case. They stated that after registration was done, whenever they point with the probe towards the nose, the system displays the point towards the back of the head. This happened on the t2 scan but not on the t1. Even when they merged t1 and t2 the same problem reportedly happened again. Troubleshooting involved trying to register on t1 and it was successful, but when they merged t1 and t2 the problem happened again. They tried to deleted the patient exams and re-import them but it didn't help. Navigation was aborted. No impact on patient outcome.